Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9007876. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200800440] noted that did not pertain to the complaint. There was one (1) notification [200799900] noted for dry barrels. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the plunger rod detached from the relion® insulin syringe during use when attempting to draw up insulin. This occurred on 5 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "pharmacy reported on behalf of a consumer plunger rod was detached when she was trying to draw the insulin. She could not put it back."